Event description:
It was reported that during a selenia dimensions procedure the gantry was moving on its own. A field engineer examined the console and determined that the switches were defective. Switches were replaced and the system was working per the manufacturer´s specifications. No patient or staff injury reported. No other information is available.